Event description:
The epidural pump did not alarm when the IV tubing was kinked. The pump read infusing and stated that the patient received the bolus. Biomed assessed the epidural pump and it functioned properly. It was returned to service. The IV tubing was not saved so it could not be evaluated. There was no patient harm.